Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with over 240 units of units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer was unsure of the past blood glucose level. At the time of the reported event, the customer's blood glucose level was 96 mg/dl.